Manufacturer narrative:
Concomitant medical products: 6935m55 lead; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced phrenic nerve and diaphragmatic stimulation from their left ventricular (lv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.